Event description:
It was reported by service report that the jack is leaking. The headend of stretcher drifts down and the fowler will not go down all the way. No patient involvement or adverse consequences are reported.